Manufacturer narrative:
Lot number - 18f031, 18h033, 18h041, 18j041, 18j042, 18k013, 18m010, 18n010, 19a009, 19a019, and an unknown lot number. Fifty-five (55) single-use actual samples were received for evaluation. Visual inspection on forty-six (46) of the samples revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid for forty-four (44) devices was found to be an untightened blue winged luer cap. The cause of the fluid for one device was found to be an untightened non-baxter flow connector. The cause of the fluid for one device was found to be a missing blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the forty-six (46) returned devices. The devices were found to be conforming product. For two (2) devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. Visual inspection on seven of the devices revealed trace amounts of white crystallized drug at the blue winged luer cap for both devices, indicating that a leak had occurred. The blue caps were noted to be securely tightened. A functional leak test was performed by filling the devices with water. The blue winged luer caps were left in the condition they were received and were not further tightened. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the seven returned devices. Photographs of 5 devices were received for evaluation. Visual inspection on three of the photographs revealed fluid inside the bags that contained the devices, suggesting that a leak had occurred. Visual inspection on one photograph revealed drug residue on the bag that contained the device which suggests a leak occurred. The location of the leaks could not be determined from the provided photograph. The reported condition was verified for the 5 photographic samples. The cause of the condition was not determined. Two single-use companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the two returned companion samples. A batch review was conducted for lots 18k013, 18h033, 18h041, 18j041, 18j042, 18k013, 18m010, 18n010, 19a009, and 19a019, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 120 </noe> malfunction events. It was reported that one-hundred and twenty small volume folfusors were leaking. Fifteen of the devices were leaking from the fill port, forty-three devices were leaking from the blue winged luer cap, three of the devices were leaking from an unspecified cap, and fifty-nine devices were leaking from an unspecified location. Two of the events occurred during infusion and involved a patient with no patent consequences, two events occurred during an unspecified process step, and one-hundred and sixteen events occurred prior to patient use. One of the patients was reported to be a male patient; no patient identifiers were reported for the second patient. No additional information is available.

Manufacturer narrative:
Additional information/correction : a total of five photographs were received for evaluation. The evaluations of four of the photographs were provided in the initial MDR. Visual inspection of the fifth photograph revealed drug residue on the device which suggests a leak occurred. The location of the leak could not be determined from the provided photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for lot 18f031 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.